Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient felt heart palpitations. Device interrogation revealed that the patient received inappropriate shock due to lead dislodgement. Oversensing was also noted. Lead re-positioning was unsuccessful, so it was explanted and replaced. Patient was fine.